Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered unintended insulin boluses without being given or confirmed by the patient. No adverse event reported. Return of the suspect device was requested for evaluation.